Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-13218. It was reported, the pt's lead migrated. X-rays confirmed the issue. F/u info identified the physician opted to remove the leads and anchors during a surgical procedure. The physician stated, the octrode lead looked crimped. When tested, all contacts were invalid. The physician also stated he was unable to place a new octrode lead due to the formation of scar tissue. He also tried to advance the quattrode leads, but was unable to get into the epidural space. The physician opted to abort the procedure and refer the pt for a paddle lead placement.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.